Manufacturer narrative:
Corrected data: upon further review, it was determined that the reported issue lens was hard, stuck in cartridge issue refers to lens hard being difficult to use. Therefore, event is no longer considered a reportable malfunction and no further information will be provided. The following section has been updated accordingly: section h6: medical device problem code: 1487-difficult to use. Device problem code: 1069 break is not longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Pt. Info.: not applicable, as there was no patient involvement. Date of event: unknown/not provided. Brand name: unknown, as the serial number was not provided. Model number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. Serial number: unknown, as information was not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. (B)(6). Device manufacture date: unknown, as the serial number was not provided. The device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was hard, stuck in cartridge. Customer reported it was discovered at the point of the surgeon performing the pre-advancement, just before bringing the injector to the incision to implant the lens, therefore the lens never touched the patient. No other information is available.